Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient was receiving dilaudid at a concentration of 0.5 mg/ml and a dose of 0.05392 mg/day. It was reported the patient had a fall with dislodgement of strain relief sleeve at the catheter pin. It was indicated the event was related to the device or therapy and unlikely related to the implant procedure. It was reported that on, (B)(6) 2015, catheter evaluation was performed and fluoroscopic imaging revealed that intrathecal catheter was placed retrograde. It was mentioned the catheter was malpositioned at the lumbar entry site and was possibly the cause of the insufficient analgesia. The catheter was revised on (B)(6) 2015 and during surgical observation it was noted the catheter had kinked at the intrathecal segment at the connector pin. The issue resolved without sequelae on (B)(6) 2015 following the catheter revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported a hospital note on (B)(6) 2015 indicated the patient experienced increased pain due to a fall. A catheter evaluation was performed on (B)(6) 2015. It was noted the catheter tip was retrograde into the lumbar - migration. A catheter revision was performed on (B)(6) 2015. The hospital note on (B)(6) 2015 noted a pump motor stall. The programmer report indicated the pump motor stall occurred at 14:05 and recovered at 14:56 due to an MRI. An operating note from the catheter migration also indicated a catheter kink at the intrathecal portion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.